Manufacturer narrative:
No sample is available for investigation. No lot # was provided. Customer complaint cannot be confirmed due to lack of product sample and lot # to perform a proper investigation and determine root cause.

Event description:
The event is reported as: alleged issue: the surgeon loaded the capio device with the suture, and when he went to throw the suture needle would dislodge, after several attempts, he decided to use another capio device and he completed the procedure successfully. No reported patient injuries.